Event description:
Arthrex quickfix cannulated screw system and arthrex clavicle plate system arrive to our medical facility with instruments unable to be sterilized due to staining and build up appearing like rust and bioburden. We were told by arthrex rep that this was normal, and other facilities use them regularly.